Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ovarian cystectomy, while inflating the balloon, it popped. They opened a new product to complete the case. There was no patient injury.